Event description:
The following information was provided: doctor was placing mics for posterior cut after cutting 2 cuts previous. Bearing broke off mics and slid off the hand piece. Case type / application: tka 2.0. Update from mps on regulatory reporting follow-up: disassembled at the locking collar.